Event description:
It was reported that the coil detached inside the aneurysm. Upon withdrawing the pusher, the coil came back inside the catheter. The physician then repositioned the coil into the aneurysm and the coil detached inside the catheter. A snare was used to retrieve the coil. Not pt injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.